Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "hub-needle/shield assembly was separated from the barrel. No information on whether the shield was tight to remove or not was provided."

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp separted from the hub during use. The following was reported by the initial reporter: "hub-needle/shield assembly was separated from the barrel. No information on whether the shield was tight to remove or not was provided."

Manufacturer narrative:
H6: investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub-needle/shield assembly was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0041293 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.